Event description:
Multiple alarms with this machine. During self-tests, each pod failed and was reset. Machine alarmed extreme negative access. Blood flow was decreased, baxter was called, unable to resolve alarm. Machine removed from service for inspection.